Manufacturer narrative:
Combination product: yes.

Event description:
Lead was explanted due to low impedance, erratic sensing and high thresholds leading to inappropriate pacing and loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.